Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06032. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to vaginal vault prolapse, cystocele, rectocele and possible stress incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and neuromuscular problems. The patient underwent mesh revision/removal on (B)(6) 2009. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection and obstructive voiding.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infection and obstructive voiding.

Manufacturer narrative:
Date sent to FDA: 12/10/2018. Additional narrative: it was reported that the patient died on (B)(6) 2016 due to a stroke. No additional information was provided.